Event description:
The customer reported that the 9800 system has poor image quality with gray images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the service call.